Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.58" x 0.18" was found to be broken off the yaw pulley. The broken piece was not returned. As a result of the broken grip, the conductor wire was exposed. There was no damage to the conductor wire. Additional observation(s) related to customer reported complaint were also identified: the force bipolar instrument was found to have a broken molded insulator. The damage was located at the grip base. A piece measuring approximately 0.354" x 0.135" was found to be broken and not returned with the instrument. As a result, the conductor wire was exposed. There was no damage to the conductor wire. The instrument failed the electric continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, one side of the force bipolar instrument tip snapped off. There was no report of patient involvement.